Manufacturer narrative:
Patient identifier not available from the site. No evaluation has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A medtronic representative reported that while in a spinal fusion procedure when the site attempted to take a 3d spin the imaging system did not respond when the 3d spin was initiating. There were no issues taking 2d images. Rebooting the system (image acquisition system (ias) and mobile view station (mvs)) resolved the issue. There was a reported delay to the procedure of approximately 10 minutes and no impact on the patient outcome.

Manufacturer narrative:
Additional information: patient identifier received (B)(6).

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.